Manufacturer narrative:
Unit alarmed replace battery now alarm followed by blank display after battery installation, problem isolated to electronic assemblies. No heating up noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify low battery alert due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 486 mg/dl at the time of incident. Customer will be returned device for analysis.